Event description:
On (B)(6) 2011 customer reported that the lh750 slidemaker instrument's shuttle was not at the smear position. While troubleshooting over the phone with customer technical support (cts) customer also noticed a leak of approximately 5 ml. Of bloody fluid. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument the same day and observed blood on the shuttle and "sensor 4" errors on the slidemaker. The shuttle was cleaned and the o-rings replaced on the shuttle. Tubing at valves vl43 and vl44 were also replaced and the "sensor 4" errors were still present. Fse returned on (B)(6) 2011 and replaced the sensor 4. Fse ran samples to verify that the "sensor 4" errors were corrected. Fse stated that the root cause was attributed to the shuttle not being in the proper position.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).